Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device prompts child patient with adult pad-pak fitted. No patient involved.

Event description:
Device prompts child patient with adult pad-pak fitted. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 28th january 2015. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. This would confirm the reported fault. During and after the test therapy sequence the device then failed to switch between adult patient mode and child patient mode correctly. The measurements taken would indicate the reed switch (sw1) was failing to switch correctly. On the (B)(6) 2018 the device records 1 manual power on and information from the technical log shows that on this occasion the device prompted ¿child patient¿. This would indicate that the fault was detected during this manual power cycle. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. This would confirm a failure of sw1.as detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced if the device had incorrectly powered up in child patient mode for higher impedance patients. In addition, the ability of the device to detect patient impedance <74 would have been compromised.